Event description:
A customer contacted beckman coulter inc. (Bci) to report that the unicel dxc 600 pro instrument generated erroneously low total protein (tp) results for nine (9) patients. Results were reported out of the lab. Repeat testing generated higher results and patient reports were amended. No change to patient treatment or diagnosis was reported with this event.

Manufacturer narrative:
Sample collection and centrifugation information were not provided. Qc was out low by 2 sd on (B)(6) 2011 with no action taken. Qc was within established ranges before the event. Bci hotline sent the customer environmental caps.